Event description:
The device was used during a wedge resection procedure. Reportedly, the instrument jammed. The surgeon was able to remove the instrument and complete the procedure. The hospital has reported no patient injury occurred.